Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a total abdominal hysterectomy, the device would not activate after grasping tissue. No patient injury occurred and a new device was used to continue the procedure. Examination of the received device on (B)(6) 2016 found one of the snap pins was broken and missing. The customer confirmed the missing piece did not fall within the patient cavity.

Manufacturer narrative:
(B)(4). Date of follow-up report: 10/26/2016. One used ls2071 was received for evaluation. The reported issue of difficult activation was not confirmed. Testing of the device found it was recognized by the generator and there were no issues with the cord recognition fixture. Sealing was performed multiple times with the device, and all seal cycles were completed satisfactorily with end tones indicating a completed activation cycle. However, an alternate and non-contributing issue was identified. Visual inspection found one of the snaps on the jaw was broken and missing. Review of the device history records for this lot found no potentially contributing factors. Snap damage can be caused by misaligning the snaps during assembly or by multiple assembly attempts. The investigation identified the root cause of the reported event to be user error. The instructions for use included with this product lists measures for proper assembly.